Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. There was no impact to the customer's blood glucose level. During a follow-up call, it was indicated the customer was able to load a cartridge successfully and resume insulin therapy.